Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with longstanding back pain and lower extremity pain and radicular symptoms and l4/5 broad disc herniation with moderately severe spinal canal stenosis with bilateral foraminal narrowing, nerve root compression and underwent the following procedures: l4-5 discectomy, decompression, and bilateral foraminotomy, wide medial facetectomy. L4-5 arthrodesis and posterior lumbar interbody fusion. L4-5 placement of two peek implants measuring 12 x 26, packed with rhbmp2 .l4-5 posterior instrumentation using plate, 45 mm, with a breakoff screw. Intrathecal injection of morphine for pain control in which rhbmp2 was used.